Event description:
Patient stated that he has been off remodulin since last night since both of his pumps are giving him the "no dispose" error. Pt then was able to successfully continue his infusion using a new cassette with no errors and resumed his previous dose with no issues. Pt did not experience any ade due to the interruption. Cassettes, diluent and spikes replacements were sent overnight. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to?yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Ongoing? No; reported to (B)(6) by pt/caregiver.